Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device displays check disposables error. They tested with multiple sets with no correction. The product fault occurred during preventive maintenance. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
H3 and h6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Return tube had a crack at the beginning, no leaks were observed. This will be replaced for preventative maintenance. Air pressure was fluctuating due to faulty regulator. This will be replaced for preventative maintenance. After visual inspection, installed temp check (e5785 due (B)(6) 2024) and an f-30 gas/vent test filter and performed testing. Unable to duplicate/replicate customer reported problem. The most probable cause was the gas/vent filter not fully primed and not pushed in and seated firmly in the filter holder. No actions taken; the device worked as intended. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.